Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the person to initially report the event what the healthcare provide at the time of the procedure. It was also reported that the potential infection has been resolved. This was confirmed by the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Manufacturer representative (rep) reported they got called to a pocket revision the day of the report as the patient had experienced a hematoma and the ins hadn't settled into the pocket correctly. They were going to be checking for infection the day of the report as well as using an antibiotic solution in the pocket. The caller was asking about the antibiotic solution and wound cleansing system. Labeling was reviewed. No further complications were reported or anticipated.